Manufacturer narrative:
The reported event of unspecified valve deterioration could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 21mm sjm trifecta valve was implanted. On (B)(6) 2020, the valve was explanted due to unknown early deterioration. A 25mm sjm masters series valve expanded cuff was successfully implanted. The patient was reported to be in stable condition. Additional information was requested but cannot be obtained.